Event description:
It was reported that the patient was implanted with a pump the wednesday prior to the report and on friday, the patient began having bad headaches and throwing up. The caller attempted to reach the healthcare provider (hcp) but was unsuccessful. The caller stated "he is leaking spinal fluid or he is leaking something out of it "and then he's got a knot on his back". The patient talked to a nurse on the morning of the report and was told to lie down and drink as much caffeine as he could but the patient's symptoms continued. The patient had been "taking his morphine pills like skittles, they've been working for 30 minutes and then stopping". The caller stated that they would not put medicine in the pump until the week of the report. The caller was planning to take the patient to the emergency room (ER). The pump contained only saline at this time. It was later reported that the patient had a blood patch done for spinal headache. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).